Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, customer has received the button alarms when nothing is pressing up against the button to trigger the alarm. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Tandem technical support educated the customer on how to prevent button alarms from being triggered.